Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose, flush drive support disk. Unable to perform prime, compromised force sensor system test, excessive no delivery test and occlusion test or verify no excessive no delivery alarm due to motor error alarm. Pump monitored for several days. Insulin pump received with normal operating current. No unexpected low battery alarm anomalies noted. Pump received with cracked case from display window corner, cracked case and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Event description:
Information received by medtronic indicated that the battery life of the insulin pump was shorter and had to change it in every 3 to 4 weeks. Customer had experienced battery draining and insulin pump dying when he first got warning of low battery. There was a crack in top right corner outside of screen by button. There were also no delivery alarms on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.